Event description:
It was reported that the end user stood up on the foot board of the power wheelchair while the chair was stopped. While standing, the chair unexpectedly moved forward causing the end user to fall forward. End user sustained bruising on the arms and wrist.

Manufacturer narrative:
Per the owners manual for the tdxsp power wheelchair (part no 1143190 / rev k - 03/11) page 23: "do not use the footplates as a platform. When getting in or out of the wheelchair, make sure that the footplates are in the upward position or swing footrests towards the outside of the wheelchair".